Event description:
It was reported that pump displayed malfunction alarm that prevented customer from accessing pump, with no blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Distributor confirmed pump could start, charge, and connect to computer but continued to show malfunction when starting, so device was scheduled for return for evaluation and customer was provided replacement pump, with no additional information received regarding outcome of event.